Event description:
The hosp reported that, during preparation of an endoscopic vein harvesting procedure, after the disinfection process, the endoscope was packed after disinfection in sterile foil. Then, after unpacking from foil, the camera connector (black ring) was broken. The hosp did not report any pt effects or complications. Defect part will be returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the black eye piece was broken in half. Four broken pieces were returned with the scope. There was evidence of a sticky substance on the body of the scope (around the serial #). Note - the remaining segment of the eyepiece broke off when it was being cleaned. Sent to (B)(6) for OEM analysis on (B)(6) 2010 complaint confirmed. Damage to eye piece most likely due to mishandling. No defect in material or workmanship noted. Device shows signs of normal wear and tear. (B)(4).